Event description:
It was reported that the customer received a call about a (B)(6) female patient presenting with shortness of breath (sob). Patient weighed (B)(6) and was approximately 5'7". Enroute to the call, customer was updated that it was a witnessed cardiac arrest. Prior to arrival, there was a medical staff at the scene. A police officer performed manual CPR until the customer arrived with the autopulse. The autopulse platform was deployed and performed compressions for about 15-20 minutes. Medics then pushed the pause button of platform in order to intubate the patient. However, the screen went blank. The medics said that the pause button was pushed several times to try to get it out of pause and return back to the compression function. The crew attempted to turn the device on and off several times without success. They switched to manual CPR for approximately 5 minutes after the autopulse stoppage. Return of spontaneous circulation (rosc) was not achieved prior to the stoppage. The patient was pronounced dead at the hospital by hospital staff. The exact date and cause of death was not provided. After returning to the station, customer took the battery out and observed two bars. They placed the same battery back in and the device turned on and appeared to be working just fine. Manufacturer has requested additional information from the customer. However, no additional information has been provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: the reported issue was confirmed from the archive. Review of the archive data shows an uncommand shutdown with the message of "unknown cause" occurred on the reported date. However, investigation was not able to replicate the sudden shutdown when running the platform with a large resuscitation test fixture (lrtf) for several hours. No fault or error was observed during testing.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
Additional information provided by the paramedic in charge at the scene: per updated dispatch enroute to the call, it was reported that CPR was in progress. However, when crew arrived on scene, they found the patient in a left lateral side with bystanders around her and no CPR being done. At that time, the crew placed the patient in a supine position and had a police officer initiate manual CPR. It is unknown how long manual CPR was being performed prior to deployment and active operation of the autopulse. The hospital was about 7 miles away from the scene of occurrence and the duration of transport was approximately 13 minutes. Manual CPR was performed during transport for approximately 4-5 minutes. The exact time of when the patient was pronounced is unknown.